Event description:
I wore the zio xt from (B)(6) 2023. It was prescribed my primary care doctor for 14-day wear. There was apparently a problem with the patch and it only recorded usable data for (B)(6) 2023. Irythm does not have an explanation as to why. Winston, irhythm customer service, said perhaps it was not properly activated when it was put on but it seems if that were the case it would not have recorded any data at all. The orange light that is supposed to flash if there is a problem never did. I checked each morning and at bedtime to make sure. I never got it wet because I covered it with plastic when I showered. This is not the first time I have worn one so I am familiar with the routine. (B)(4), irhythm customer service, responded to my email with "I can certainly see your point and when the device was returned, our intake team had a difficult time extracting the information recorded. I will be checking with your dr's office about a re-patch at no cost to you so that we can get a better reading for a full 2 weeks. We will let you know if they approve the re-patch. Irythm said my cardiologist could still make a determination from the data that was recorded but I am frustrated that 12 days of data that would have corresponded with my symptoms has been lost because I was symptomatic very regularly during that time. My cardiologist deemed the information not diagnostic and ordered another 14 day monitor done they use a different manufacturer, apparently due to "problems" with the zio patch. I emailed (B)(4) at irhythm customer service, that my cardiologist wanted the monitor repeated through his office and asked how we could work that out. He never responded. Now medicare and I have been charged for a test that failed due to the device as well as a second test with a device that worked correctly from a different provider. I can forward emails and the preliminary report from irhythm if you want them.